Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that forceps channel port had corrosion and light guide lens had foreign objects was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunctions: forceps channel port had corrosion due to degradation problem and light guide lens had foreign objects due to contamination of device by foreign material from environment. However, root cause of reported issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.